Event description:
It was reported, the customer had discrepancies between their sensor glucose and blood glucose readings. Customer's blood glucose was 206 mg/dl and their blood glucose was 66 mg/dl. It was also found the customer had bent cannulas on their previous sensors. Customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.